Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2. E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. The patient's mother reported an incident involving a bent cannula on (B)(6) 2025. The event occurred in the past and resulted in high blood glucose (hbg) levels. The infusion set was located on the patient's lower back. The patient's mother provided assistance during this incident. Her interventions included administering a manual insulin injection and changing the infusion set. After changing to a second set, another manual injection was given to address the persistent high blood glucose. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.